Event description:
Reporter alleged the lancet needle that is a part of the mulitclix system used in finger-stick blood glucose testing would not retract after use. No action were taken or treatment reported. A request was made for the return of the suspect device and a replacement product was sent.